Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device and it is on the way back. Once it is returned and the evaluation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter was twisted in the middle and could not open while approximately less than 50% of it was deployed out of the medtronic microcatheter during embolization treatment of a ruptured amorphous aneurysm measuring 4mm x 3mm located in the left internal carotid artery (ica). The middle part of the flow was placed on a bend. The access vessel was 3mm in diameter. The distal and proximal landing zone were 3mm x 2.7mm. The patient¿s vasculature was moderate in tortuosity. The flow diverter was resheathed less than or equal to 2 times. The flow diverter was removed from the patient and replaced with another device from medtronic. The patient was on dual antiplatelet therapy (dapt) with pru of 180. Post procedural angiography showed slow flow. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline flex and microcatheter were returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex braid appeared to be fully opened with no damage. No bend was found on the pushwire. No damages were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings and the event descriptions, the report of failure to open at the middle section could not be confirmed. The event cause could not be determined as the returned pipeline flex braid appeared to be fully opened with no damage. It was reported that the patient¿s vessel tortuosity was moderate, and the device was placed on a bend in the anatomy. It is possible that the ¿moderate vessel tortuosity¿ may have contributed to the failure to open at the middle section. In addition, it is not recommended to initiate deployment of the device on a curve. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.